Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported a u-02 error on the integrated electrosurgical unit (iesu) or erbe; after reconnecting the cable and power cycling, the error cleared. Fse visited the site and replaced the erbe generator due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the issue could not be confirmed using system logs due to logging limitations, but failure analysis replicated the u-02 error on startup. The erbe will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a u-02 error occurred against the erbe. The site restarted the integrated electrosurgical unit (iesu) or erbe several times, with no change. The intuitive tech support engineer (tse) had the site remove the cable on the back of the erbe, reconnect the rcb cable, and then power cycle the erbe. The customer confirmed that the error did not return, however they opted to change vision side carts (vsc) as a precaution. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.